Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed one similar complaint from this serial number. All four similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number (B)(4) was unconfirmed as the failure could not be reproduced. (Reference: MDR number (B)(4)

Event description:
Per biomed, unit is having intermittent issues with a blurry scrunched image.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor quality image. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. There is no root cause due to the problem could not be reproduced. A history review of serial number (B)(6) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluation for this serial number (B)(6) was unconfirmed as the failure could not be reproduced. (Reference: MDR number 3006260740- 2020-02335)

Event description:
Per biomed - unit is having intermittent issues with a blurry scrunched image.